Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the patient was hospitalized while using the infusion device. The patient was admitted into the hospital with a blood glucose level over 300 mg/dl and very high ketones. The patient experienced elevated blood glucose symptoms of stomach pain and vomiting. The hospital treated the patient with 5 units of unknown insulin with pen therapy, every 1 hour, for 3 hours. They also treated her with serum with dextrose, potassium, and reliveran to reduce vomiting. Later the patient was transferred to a (B)(6) hospital where she was admitted from (B)(6) 2020 to (B)(6) 2020. The patient was discharged from the hospital on (B)(6) 2020 with a blood glucose result of 200 mg/dl. The father alleged that the pump may not have been working correctly, which led to high blood incident.